Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 700mg/dl; cause was unknown. Elevated bg was addressed via manual injection and infusion set change. Due to event occurring in the past, troubleshooting could not be performed with tandem technical support. Recommendation was made for customer to consult with hcp regarding elevated bg.